Event description:
Dealer states chair tilt moves on its own. Dealer was not with the chair to troubleshoot. Dealer states he has tried a new 4way toggle switch and it still does it.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.